Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00030. The same patient is represented in each medwatch.h-6 conclusion code

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 due to pelvic prolapse and stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient has undergone additional surgeries and revisionary procedures. The that patient underwent mesh removal/revision (partial removal of mesh) on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, urgency and urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginitis and vaginal itching.